Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was delayed in responding to touch. Customer applied more force to the button to resolve the issue. Additionally, it was reported that the battery gauge was fluctuating. Customer's blood glucose level was 137 mg/dl. The customer continued to use the pump for insulin therapy.